Event description:
Additional information received reported there were high impedances measured, greater than 10,000 ohms. It was also reported the patient's lead had migrated. The patient's entire device system was replaced. The patient's second lead came out of position during the procedure and also had to be replaced.

Event description:
It was reported that the patient experienced a loss of stimulation and therapeutic effect on the left side from their implantable ne urostimulator (ins) after they gave themselves a neck massage. It was also noted that the stimulation was turning off. The patient reported that they felt stimulation earlier today on their left sided at 3.5 volts but increased it to 10 volts but could not feel it and was getting headaches on that side. She had the right side on at 0.95 volts and felt the stimulation with the headaches on that side reported as 'not so bad.' The patient was noted as having 2 programs for the left and right side of the brain. There were no falls or other trauma that were reported that were related to the event. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type programmer, patient; product ID 37092, lot# 293260002, implanted: (B)(6) 2012, product type accessory; product ID 37092, lot# 293260002, implanted: (B)(6) 2012, product type accessory. (B)(4).